Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Event description:
It was reported that the customer's was experiencing unexplained high blood glucose levels for two to three days. The customer stated that her blood glucose levels ranged from 250 mg/dl to 400 mg/dl. Troubleshooting was done. The customer was unsure if she was experiencing symptoms of high blood glucose levels because she was also nervous and tired at the time of the call. The customer treated herself with a bolus. The customer stated that the insulin exited as a stream from the tubing. The customer ran a manual prime, and insulin did exit successfully. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.